Event description:
Account stated that this bed had no function, no injury reported, account stated that there is a pt in the bed.

Manufacturer narrative:
Account stated that this bed has been repaired and put back in service. He could not remember what he did to repair this bed.